Manufacturer narrative:
The company representative examined the system and the reported event could not be replicated. The system was then tested and met all product specifications. There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that there was no aspiration during the cortex removal of a cataract surgery. There is no harm to the patient reported. The biomedical engineer stated that the surgeon was able to get aspiration to complete the surgery. He verified that there was no harm to the patient.